Manufacturer narrative:
Additional information: event site state and postal code: (B)(6). Additional information was requested from the fse with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check that the cardiosave intra-aortic balloon pump (iabp) system is not switching on, system is not working with mains and not charging also. There was no patient involved.